Manufacturer narrative:
The field service engineer checked the sample containers' fill level, all pick/place positions, the input and output sorters, steel springs, rotary gripper, and decapper unit. The calibraiton and qc data were acceptable; therefore, a general reagent issue was excluded. Due to the limited information provided, the investigation was unable to determine a specific root cause. There was no product problem identified.

Manufacturer narrative:
The cobas e 801 analytical unit serial number was (B)(6). The investigation is ongoing.

Event description:
There was an allegation of questionable elecsys hiv duo results from the cobas e 801 analytical unit. The initial result was 24.2 coi. On (B)(6) 2025, the sample was repeated on an architect analyzer for confirmation, and the result was 8.02 s/co. On (B)(6) 2025, the sample was then repeated on another analyzer, and the result was 27.4 coi. Using a different sample (edta), the result was 0.281 coi. Using a different sample (sst), the result was 0.293 coi. Alternative tubes (sst and edta) obtained from a different site were also tested and all results were negative.